Event description:
A customer contacted baxter's technical service center regarding waking up to a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), instructed to perform continuous ambulatory peritoneal dialysis (capd) that night, to call his nurse in the morning and offered assistance to end therapy, but hp stated he would handle it. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the alarm, it was revealed that the issue was resolved. The cg stated that the alarm occurred because the hp did not cap off the line when they unhooked to go use the restroom. Per the cg, they did not receive any injury or medical intervention as a result of this incident. The cg stated that they were doing fine and continuing therapy without issues. There was no allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.